Event description:
It was reported that the insulin pump is not delivering insulin. Customer's mother stated that a bolus delivery was not completed. The blood glucose reading was 294 mg/dl. Customer treated with bolus. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Multiple boluses programmed delivered and recorded properly during testing. No history anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.